Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "in the process of blood collection, fine bubbles are generated in the tube, the pressure rises, the needle is withdrawn, the bd safety cover pops out, and the bubbles in the tube overflow. Wfi task: is the bd safety cover the stopper? Stopper. Is anyone exposed to the bubbles overflowing? Yes.

Manufacturer narrative:
The following fields have been updated with additional information: h.10 imdrf annex a grid: (B)(4). H.6. Investigation summary: material #: 367955 lot/batch #:1253845 bd had not received samples or photos for investigation. Therefore, ten (10 )retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off or stopper pop off, as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes, tube push off or stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "in the process of blood collection, fine bubbles are generated in the tube, the pressure rises, the needle is withdrawn, the bd safety cover pops out, and the bubbles in the tube overflow. Wfi task: is the bd safety cover the stopper? -stopper. Is anyone exposed to the bubbles overflowing? -yes.